Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708140, serial (B)(4), implanted: (B)(6) 2010, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was scheduled for exploratory surgery because it was found that impedances/all contacts were out of range. The rep reported that when the physician opened the battery pocket, it was found that there was a break in the extension connecting into the battery. The rep reported that the patient didn¿t want to have the leads or extensions replaced on the day of the report. The rep reported that the extensions were reconnected into the battery inside of the patient. The rep reported that it was unknown what factors could have led to the issue. The rep reported that they interrogated the device, removed the battery from the patient, tested in the multi-lead trialing cable and there was an obvious fracture in the extension. The issue wasn¿t resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient was scheduled for replacement on (B)(6) 2018. Caller had note that indicated extension wire and ins will be replaced by the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that there was no known cause for the break in the extensions; the physician was present and is aware of the issues reported. No further complications reported.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an ins battery test of their current ins in (B)(6) 2017 and they discovered that one of the extension wires was not getting a connection so the healthcare professional decided that the entire system would be replaced. It was noted that the surgery was scheduled for (B)(6) 2018 but had to be cancelled due to an issue with the manufacturer representative; the surgery was rescheduled for (B)(6) 2018. No further complications reported.